Event description:
On (B)(6) 2011, customer reported that the immage 800 instrument was leaking. The customer stated that she could not determine the type of fluid leaking or the origin of the leak. Customer also stated that personal protective equipment was worn and no exposure or injuries were reported. Furthermore, no erroneous results were generated around the time of the event because the customer was washing cuvettes and not testing patient samples. On (B)(6) 2011, field service engineer (fse) examined the instrument and observed that the t-fitting appeared to leak. Fse tightened the fitting and primed the sample syringe to eliminate air bubbles inside the syringe. Additional parts were needed and ordered for service the next day. On (B)(6) 2011, fse replaced the wash probe, syringe drive, and syringe. Upon completion of fse's repairs per established procedures, the customer successfully performed a quality control of the instrument and verified the results.

Manufacturer narrative:
(B)(4).